Event description:
Additional information received reported that the patient ¿could not sleep good, could not lay down and could not go for long car rides.¿ it was ¿miserable.¿

Event description:
Additional information reported that the pump was revised per patient request due to the pain at the site. There was no infection noted. The patient's outcome was reported as no injury. It was noted that patient's therapy was successful since pump revision.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had pain due to the device being implanted in her buttocks. The patient stated that she cannot sit and had "nothing but problems". The patient was looking for a closer physician. The patient stated that she was going to have her device moved. A pump replacement was anticipated. The device system was used to deliver morphine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8835, serial# (B)(4), product type programmer, patient product ID 8709sc, serial# (B)(4), implanted: 2011-(B)(6), product type catheter. (B)(4).